Event description:
It was reported biomed sees frequent repairs for air-in-line issues, however they are not able to duplicate in most cases. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.